Event description:
It was reported that during a device check there was an error message that battery voltage was not able to be measured. Upon re-interrogation the battery voltage was able to be obtained. The device was at elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Per engineering the measured used battery capacity was greater than the predicted battery capacity calculated from the battery model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.